Event description:
It was reported when the device was used during a thoracotomy and middle lobectomy, the staples malformed. Another device was used to complete the case. There was no patient consequence.